Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: the xience xpedition stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the patient presented with an acute myocardial infarction. During the procedure via femoral artery access, an asahi prowater guide wire was advanced with difficulty (due to vessel tortuosity), then an unspecified trek balloon dilatation catheter (bdc) was advanced with difficulty due to vessel tortuosity; pre-dilatation was performed via several inflations using the trek bdc throughout the heavily tortuous and calcified mid right coronary artery (rca), resulting in a mid rca dissection, located above the target lesion. A 2.5x18 xience xpedition stent delivery system (sds) was then advanced smoothly and deployed via one inflation to 16 atmospheres (atm), treating the dissection; the xience xpedition sds was withdrawn under negative pressure with no resistance felt. A 2.25x28 xience sds was then advanced toward the heavily calcified original target lesion, however, failed to cross through the implanted xpedition stent. The xience sds was then withdrawn and inspected by the physician who confirmed that the stent was intact. An attempt to cross through the implanted xpedition stent was repeated using a new non-abbott guiding catheter and the same xience sds, however, the sds was still unable to cross through the implanted xpedition stent and the guiding catheter became unseated and the guide wire positioning was lost. After repositioning the guiding catheter and guide wire, another attempt to cross was made with the same xience sds. During the attempt to cross the xpedition stent, an unspecified 10-millimeter linear appearance, was then visualized at the distal end of the xpedition stent. In-stent thrombosis and no distal flow were identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. As the xpedition sds was discarded prior to noting the object, it was unable to be determined if any components were missing from the xpedition; however, it is possible that the xpedition distal balloon tip separated and embolized inside of the implanted xpedition stent. No further treatment was performed after the linear appearance was identified. As of (B)(6) 2013, the patient remains hospitalized under observation, but in fair condition. Though the site reported that there was no clinically significant delay in the procedure, some delay was noted. No additional information was provided. Concomitant medical devices: guide wire: prowater; guide catheter: vascular solutions guideliner. (B)(4): indication for use. Stent: 2.25x28 rx xience nano. The 2.25 x 28 mm rx xience nano stent and the unknown trek dilatation catheter mentioned are being filed under separate manufacturer report numbers. The customer reported the device was discarded. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.